Manufacturer narrative:
The returned handle was evaluated. The ratcheting mechanism was found to not operate correctly and there was rust found on the internal ratchet components when the device was disassembled. The cause of this type of rust has been attributed to incorrect dry times used by the sterile processing departments within various hospitals; the dry times used do not meet the requirements of the IFU, so the devices are not fully dried and then rust over time. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that a ratcheting handle wasn't working correctly. However, device evaluation by zimmer biomet personnel found that the ratcheting mechanism does not function properly because rust is present on the internal mechanisms. There were no patient impacts associated with this event.